Event description:
It was reported that during use of kit grp a strep 30 test veritor there were differing results when the cartridge was reinserted. This is a report of a single occurrence. No false results were reported to the clinician or the patient. The following information was provided by the initial reporter: customer states reader gave differ results when cartridge is reinserted. Visually reading strep § customer problem: customer states after initial read lines seen on cartridge indicating pos result when reader gave neg result. Customer states reader gave different results when cartridge is reinserted. § steps taken with customer/troubleshooting: informed customer a read cartridge should never be reinserted and reread if a result was obtained. A new sample would need to be collected and ran on a fresh cartridge. Informed customer cartridges are never to be read visually.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
T was reported that during use of kit grp a strep 30 test veritor there were differing results when the cartridge was reinserted. This is a report of a single occurrence. No false results were reported to the clinician or the patient. The following information was provided by the initial reporter: customer states reader gave differ results when cartridge is reinserted. Visually reading strep § customer problem: customer states after initial read lines seen on cartridge indicating pos result when reader gave neg result. Customer states reader gave different results when cartridge is reinserted. § steps taken with customer/troubleshooting: informed customer a read cartridge should never be reinserted and reread if a result was obtained. A new sample would need to be collected and ran on a fresh cartridge. Informed customer cartridges are never to be read visually.

Manufacturer narrative:
H.6 investigation summary: this statement summarizes the investigation results regarding your complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material # 256040), batch number 0176791. Bd quality performs a systematic approach to investigate invalid result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no issue was found. Bd communicated to the customer that the cartridges are never to be read visually. Retain samples result had expected results, the complaint issue was unable to be confirmed. A trend analysis for invalid results was conducted, no adverse trend was identified. No corrective actions were taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.